Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc blood leaks out of control plug the patient underwent surgery for thoracoabdominal aortic aneurysm in our hospital. On (B)(6) 2024, during a CT scan, the nurse discovered the transparent isolation plug on the front end of the device while injecting the intravenous indwelling needle. The lack of it caused the patient to bleed more and caused some damage to his blood vessels, so the nurse immediately replaced it. At the same time, the nurse reported that the extension tube of this batch of intravenous indwelling needles felt rough.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows that the septum of the sample has fallen off. 2. DHR/bhr review lot 3234086. 1 this batch of products were assembled at intima ii auto line 4 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 3. About the septum falling off. 1 the septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7 00, 19 00 and when changing product gauge to ensure the effectiveness of the inspection. Review related production records, and no abnormalities are found. 2 sku 383062 is a product with y pp connector, which has never been declared to be used for high-pressure injection. 4. About extension tubing roughness. 1 the appearance of the extension tubing is related to the extrusion process parameters, and the adjustment of parameters will bring certain changes to the appearance of the extension tubing. The extension tubing batch used in this batch of products is 3205740. Review the related production records, and it is confirmed that the parameter settings are within the range, and the appearance inspections are all qualified. 2 in order to improve customer satisfaction, the plant has re-adjusted the acceptance standards for the appearance of the extension tubing, made samples for comparison, and modified the sop document in may 2024. 5. Take the retained sample of this batch, examine the extension tubing under the microscope, and it is confirmed that the appearance of the extension tubing meets the previous acceptance standards conduct 45psi leakage test on the sample, no leakage is found, and no abnormality is found on the septum. Please see the attached test report. Conclusion: 1 the returned photo shows that the septum of the sample has fallen off. As the defective sample has not been received, the relevant test cannot be carried out, and the injection pressure during CT scan is unknown, so the root cause of the septum falling off cannot be determined. 2 the extension tubing roughness is not recognized in the returned photos, however, the process and retained sample are not abnormal, and in order to improve customer satisfaction, the plant has re-adjusted the acceptance standards for the appearance of the extension tubing and modified the sop document in may 2024.

Event description:
No additional information provided.